Manufacturer narrative:
(B)(4) device evaluation: a used sheath/dilator product sample was evaluated and the dilator hub was found to be separated from the body and the dilator was found to be bent at about 3 cm from the distal tip. The proximal end of the dilator body was full and complete with a whitish appearance indicating that the hub was properly attached at one time. The proximal end had a rough surface. The separated hub was not returned. A device history record review was performed with no relevant findings. The whitish appearance and rough surface on the proximal end of the dilator indicates that the hub had been properly attached and appears to have been separated by excessive force. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the complaint investigation lab that upon receipt of the sample for another complaint, a second device was included and the dilator hub was found separated on that sample. No information about the separated dilator was included in the initial report for the original complaint.